Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cracked rear case near bolus port, damaged battery door, possible fluid ingress beneath lens, scratched lens. Additionally the device exhibited error code 1260. The fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed the rear housing was cracked on the top corner and the battery door and lens display were damaged. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue; the microprocessor unit board internal clock battery was found damaged. The most probable root cause was determined to be the microprocessor unit board internal clock battery, rear housing and lens display damaged. The microprocessor unit board, rear housing assembly, battery door, and lens display were replaced. Service history review identified the device was last serviced 25-jan-2023 for the same reason of ¿cracked rear housing, ripped back label, scratched lens and need front housing¿. This reason for return is related to a past service.